Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. It was suggested that the alert limit be increased since the impedance trend shows excursions close to the threshold. No reprogramming suggestions were made. The lead remains in use. No patient complications have been reported as a result of this event.